Manufacturer narrative:
Model number: cuff: 72400160, pump: 72400098; serial number: cuff: (B)(4), pump: (B)(4); catalog number: cuff: 72400160, pump: 72400098; UDI number: cuff: (B)(4), pump: (B)(4); expiration date: cuff: 03/01/2022, pump: 01/28/2023; manufacture date: cuff: 03/01/2017, pump: 01/29/2018.

Event description:
It was reported that the patient's experienced recurring incontinence with their artificial urinary sphincter. A couple of months later, the system was replaced with a 4.0 cm cuff, pump, and 61-70 cmh2o balloon. The balloon had fluid loss from a hole. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.